Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was around 400- "high"; a specific value was not provided, the customer declined to provide additional information regarding the elevated bg. The customer changed supplies and resumed insulin therapy.